Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Boston scientific technical services (ts) discussed troubleshooting options. Additional information received indicated that the lv lead exhibited high pacing thresholds. Subsequently, a revision procedure was performed. The lv lead was explanted, however, the physician was unable to implant a new lead due to the patient's anatomy. No additional adverse patient effects were reported.